Event description:
On (B)(6) 2009, the patient underwent an arthroscopic rotator cuff repair of the shoulder using a super turbovac with integrated cable arthrocare wand. The patient sustained a burn on the shoulder. The burn was treated with isobetadine. Additional information for this event was requested but not provided.

Manufacturer narrative:
A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The device is not returning to arthrocare; therefore, a device investigation cannot be performed. Additional information for the event was requested but not provided. A root cause for the adverse event could not be determined.